Manufacturer narrative:
Intermittent button response due to moisture damage keypad trace. Device passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked. No moisture damage electronic assembly. Insulin pump received with currents in specification.

Event description:
Customer reported via phone call that the device was exposed to the moisture. Customer fell off the kayak. Customer's blood glucose was unknown. Customer mentioned there was crack on the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.